Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report broken belt clip slot. The customer's blood glucose reading was 270 mg/dl. The customer was advised that the device would be replaced. The customer called back to report that a power loss detected alarm occurred again. The customer declined to troubleshoot for the alarm. The device was replaced and will be returned for analysis.

Manufacturer narrative:
The device had multiple power loss alarms were present in the long trace file and pump error 25 was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. The connector for electronic board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for two days with the device functioning properly during testing as shown in the power management graph. No belt clip received with device. The device was received with cracked battery tube area, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and partially broken off battery tube threads